Event description:
Boston scientific crm received information that this left ventricular pacing lead was explanted. It was reported that a lead revision was performed in anticipation that the lead required repositioning as pacing impedance measurements were greater than 2000 ohms. However, after the procedure began, a review of the lead under floroscopy revealed that the lead had dislodged to the patient's right ventricle and there was evidence of clavicular crush damage. No other adverse patient effects were observed.

Manufacturer narrative:
Subsequently, this lead was returned for analysis. When testing is complete, this report will be updated.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.

Event description:
Analysis of this lead is now complete.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection revealed dried body fluid throughout the lumen of the lead. The conductor coils were fractured approximately 500 mm from the terminal pin. Additionally, the outer insulation of the lead was crushed at approximately the same spot. The outer insulation was also puckered, the inner insulation was worn and the conductor coils were deformed just before the area that was fractured. Electrical testing confirmed that the conductor coils were not continuous. All of the lead observations were consistent with damage induced due to clavicular crush.